Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensed noise on the right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and recommended programming options. Additionally, ts suspected the noise was due to a lead integrity anomaly. It was noted that the patient is in a slow atrial fibrillation/flutter and the caller was inquiring about mode switching under specific parameters. The physician elected to utilize an external cardiac monitor to further evaluate and confirm the presence of true atrial fibrillation episodes versus events potentially related to atrial lead noise. No adverse patient effects were reported. This crt-d remains in service.